Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup for aortic root monitoring with the dlp aortic root cannulae with vent line, the stopcock came off the pressure line when connecting it to the monitor. The event occurred after the antegrade needle had been placed in the aorta. The customer assumed that the glue in the luer port had failed. The stopcock was manually reattached and secured it with a suture to last for the remainder of the case. The line was primed and connected to the monitor, and cardiopulmonary bypass was initiated. The case was completed with the same cannula, and the line was monitored throughout the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic received additional information that there was no amount of patient blood loss as a result of this leak. The antegrade cannula was clamped, therefore, no blood could leak back until they fixed the stopcock. No transfusion was required. Device evaluation summary: visual inspection shows evidence of a suture holding the stopcock to the device. The stopcock was observed under magnification and there is evidence of solvent residue. Reason for the return was confirmed. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.